Event description:
In an e-mail regarding a separate report of leaking from the air vent, the customer stated: "a few weeks back we also had the same chemo have a leak, with the same tubing, and I don't think we ever truly found where the leak came from." Chemo in use was etoposide. Customer states: the set "was not saved and we were never able to look at the tubing. But it was the continuous etoposide infusion as well." There was no report of patient harm. There was no medical intervention required. Customer stated no further patient/event information is currently available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked chemo from unknown location could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.